Manufacturer narrative:
A partial lead was returned in two pieces. An internal insulation abrasion was found at 32.8cm - 34.7cm from the distal tip. The inner coil insulation and the svc cable etfe coating were abraded at this location. The visible inner coil and svc cable could have resulted in an electrical short which could account for the reported decreased high voltage impedance.

Event description:
During follow-up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Variation in hv lead impedance was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.